Manufacturer narrative:
This report will be updated if additional information is received or if the device is returned for analysis.

Manufacturer narrative:
This device met specifications and functioned normally in analysis and testing at our post market quality assurance laboratory. Our analysis indicates that the atrial lead may not have been fully inserted into the device header port. Initial visual inspection of the device found no irregularities, and the device header was completely intact. High-powered microscopic inspection of the seal rings in the right atrial (ra) lead port showed marks that suggest that the atrial lead terminal pin was not fully inserted into the port. During analysis, the ra ring connector block was pulled free of the header by the laboratory technician; the separation appeared to be induced as part of the analysis procedure. Visual inspection found discoloration of some of the ra spring contacts. Pin gauge testing was conducted on all device header ports and the results were all within specifications. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Event description:
Boston scientific crm received information that this device was explanted and replaced due to atrial noise and fluctuating atrial lead impedance measurements, including high out-of-range pace impedances, with atrial pacing inhibition. The noise could be re-created clinically with isometric exercises and patient body movement. During the device replacement procedure, a check of the device/lead connections did not produce noise, and the lead measurements through a pacing system analyzer were normal and stable. Visual observation confirmed the lead terminal pin was fully inserted. The physician was able to create noise by squeezing the device at the intersection of the case and header. Noise was only observed on the atrial channel. There were no reports of adverse effects. The device was replaced. The atrial lead remains in service.